Manufacturer narrative:
(B)(4).

Event description:
Initially, the patient had reported that the receiver ceased to function; however, after troubleshooting, the patient was able to gain function of the receiver after performing a paper clip reset. This event is now a non-reportable event, please disregard initial report submitted for MFR.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.